Event description:
Director of product development attended an orthopedic trauma association meeting and reported a presentation "locking plate fixation versus cephalocaudally nailing of unstable proximal femur fractures: a comparative study" (B)(4), (B)(6) 2011 peds, ger, hip femur & ip paper #79 11:32 am ota-2011. Study showed a broken synthes lcp plate. A study with 80 patients with 83 unstable proximal femur fractures were treated between 2003 and 2007. The paper reported: nonunion occurred, three patients treated with nail and eight patients treated with locking plate. Eleven mechanical failures occurred with locking plates. Required reoperation: three nail patients and nine locking plate patients. Conclusions: unstable proximal femur fractures appears to be at higher risk for construct failure, nonunion, and reoperation when treated with locking plate compared to a nail procedure.

Manufacturer narrative:
(B)(6). Without a lot number the device history records review could not be completed. The investigation could not be completed, no conclusion could be drawn as no product was returned.